Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (63 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed bilateral axillary abscesses 2 weeks post miradry treatment. Antibiotic (klacid) was prescribed for 2 weeks. The symptoms did not improve with the medication, so the abscesses were incised and removed. By 110 days post-treatment, the treating clinic stated abscesses resolved.